Event description:
The manufacturer received information from the distributor that a trilogy 202 ventilator had a ventilator service required error code occur relating to an oxygen blending module (obm) failure. There was no reported patient involvement. The device was repaired by the distributor and the service technician states that the trilogy o2 and 202 printed circuit assembly (pca) board kit was replaced to address the issue. The device was recalibrated and passed all testing. No further investigation is required.